Manufacturer narrative:
Continued: h.6. B01. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on anterior side assessed as fold flaw opening. Additional observations: creases were observed. Wear abrasion was observed. White particles observed inner the surface of the device. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported exchange with no complaint against the device. Later, healthcare professional reported deflation. Device has been explanted. This relates to the right side